Event description:
It was reported per medwatch report that the event involved a (B) (6) male pt and took place within a few hours after inserting the central line on (B) (6) 2008. The physician placed a right femoral line and subsequent to that a piece of the spring wire guide (swg) was discovered by a chest x-ray. The swg was removed in (B) (6) radiology with no adverse pt outcome and the pt was discharged (B) (6) 2008.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.